Manufacturer narrative:
Patient information now provided. The software investigation found that a probable cause was unable to be determined without further information, however it is suspected the exams were old and/or poor quality.

Manufacturer narrative:
Patient age, gender and weight were not made available from the site. Event date is approximated as it was reported to have occurred on (B)(6) 2016. On 06/10/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Confirmed navigation system check-out with a model head indicates that system is navigating accurately. On 06/13/2016, a medtronic representative, following-up at the site, reported the patient data has been deleted from the navigation system and a photo of the registration is not available. On 06/15/2016, a medtronic representative was told by the surgeon: "we just couldn't get the registration to be accurate for this patient. It was on patient (B)(6). I did the registration twice. It looked better the second time but was still a few mm off. Patient has had 3 other surgeries and the frontal had bony stenosis. I was doing a drillout on the right and got into the posterior table. On the navigation, it appeared to be a bony partition separation occluding the right frontal sinus." On 06/30/2016, a medtronic representative, following-up at the site, reported they were not able to determine how old the patient exam used in this procedure was. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy when using their navigation system. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The procedure resulted in a cerebrospinal fluid (csf) leak in the patient. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported.